Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, it is likely due to damage to the bending tube. It is possible that the forceps channel was running narrow inside, affecting the ease of insertion of treatment instruments and cleaning brushes. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device's forceps cannot be inserted smoothly into the channel tube. There were no reports of patient involvement.